Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 with high blood glucose. The customer's blood glucose was over 700 mg/dl. Customer stated they were unable to lower their blood glucose below 700 mg/dl, prompting them to be hospitalized. It was found the customer had a headache and nausea from their blood glucose. Customer declined to troubleshoot for their high blood glucose. The customer also reported they had high ketones from their high blood glucose. Customer was treated with two bags of fluids and an IV of insulin. The customer was wearing the insulin pump at the time of hospitalization. Customer was hospitalized for 8 hours for their blood glucose. The customer's current blood glucose was 77 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had a minor scratched display window and a small crack on the reservoir tube lip.